Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and found dust on the bag/vent switch. The bag/vent micro switch was cleaned, and the unit was returned to service.

Event description:
The 3rd party service representative reported a failure of the bag/vent switch to operate as expected during a pre-use checkout. The unit would not switch to mechanical ventilation. There is no report of patient involvement.